Event description:
Consumers were receiving 400 mg/dl glucose results while feeling normal. Patient's that have a 400 mg/dl glucose result is considered a medical emergency and should be admitted to the hospital and treated with IV solutions. No specific patient identified. Complaint on behalf of customers of (B)(6).

Manufacturer narrative:
Product not yet returned for evaluation. Internal report (B)(4).